Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 526 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated she needed to give herself insulin, but there were instructions to not do so 15 minutes before bed. Customer was instructed to speak to her healthcare provider about that information, and proceeded with delivering 7.16 units of insulin in a bolus. No troubleshooting was performed. Nothing was returned or shipped.